Event description:
A patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf catheter and the patient experienced ventricular fibrillation episode, cardiac arrest and coronary angiography requiring defibrillation and cardiac massage. The patient is now alive without consequences. The report indicated that during an afib + cavotricuspid ishmus (cti) patient went into a ventricular fibrillation episode. The clinical outcome experienced by the patient was cardiac arrest stabilized by the medical team. Coronary angiography was performed to be sure the coronaries were not blocked. Patient is alived without consequences. Only one ablation has been done for 13 sec and 40w. The surgery was delayed due to the reported event for 90 minutes. The action taken for the event was defibrillation and cardiac massage. The procedure was not successfully completed. No fragments were generated. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained, it will be assessed and processed accordingly.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).